Event description:
Healthcare professional reported, a right side rupture. And capsular contracture, baker grade IV. Device has been explanted.

Manufacturer narrative:
Device evaluation: based on the device analysis grid, the assessments of the complaint are: rupture: not observed. Capsular contracture: unable to observe, since it is not related to the device. Additional observations: creases are observed. White particles were observed, on the shell. No further actions are required, since no issue in the manufacturing of the device is observed.

Event description:
Healthcare professional reported a right side rupture and capsular contracture baker grade IV. Device has been explanted.

Manufacturer narrative:
A review of the device history record has been completed. No deviations or non-conformances noted. The event of capsular contracture is a physiological complication and analysis of the device generally does not assist allergan in determining a probable cause for this event. Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. Reason for reoperation: capsular contracture baker grade IV.